Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and had low heart rates that fell below the lower programmed rate on the cardiac resynchronization therapy defibrillator (crt-d). Additionally, there was possible intermittent t-wave oversensing noted on the presenting egm (electrogram) for the right ventricular (rv) lead. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.